Event description:
It was reported that a reamer head became disengaged from the shaft, during a next generation trochanteric fixation nail -advanced(tfna) procedure to treat a pathologic femur fracture. The shaft broke where it attaches to the reamer irrigator aspirator(ria) head. The surgeon was completed with reaming when this event occurred. No fragments were left in the patient. The procedure was completed successfully with no surgical delay nor patient harm. This report is for an unknown reamer head. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Brand name: unknown reamer head; a reamer head is a sterile part. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.